Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once available.

Event description:
Following the information provided the enterprise 9000x bed hi-lo function moved unintended while in use. No injury was sustained.

Manufacturer narrative:
Arjo was informed about three events involving the enterprise 9000x bed. The events were reported under following medwatch reports numbers: - 1st event ¿ arjo reference number: (B)(4) : medwatch report number: 3007420694-2022-00021, - 2nd event - arjo reference number: (B)(4): medwatch report number: 3007420694-2022-00035, - 3rd event ¿ arjo reference number: (B)(4): medwatch report number: 3007420694-2022-00034. This report concerns the third event, which was reported under the medwatch number: 3007420694-2022-00034 (arjo reference number: (B)(4)). The information provided indicates that the bed started to move on its own. No further details of the incident or circumstances are known. There was no patient involvement, nor injury sustained. The bed frame was taken out of service after the reported incident and a service technician was called to inspect the device. During the inspection, the technician noticed that the bed raised on its own without pressing any buttons. In the attempts to find the device malfunction, the technician checked the following: when the left hand side acp (attendant control panel) was disconnected, the bed did not move on its own, the left hand side acp module was removed from the side rail housing to check for damage or water ingress - nothing was found. Then, the technician connected the left hand acp to the system through the scale unit. To further check the device parts, the scale unit was removed and the left hand side acp was connected directly. The bed was found to raise on its own. Based on the information provided by the technician, upon inspection of the device, the most likely cause of the observed bed unintended movement is a malfunction of the left hand side acp. To sum up, while the event occurred, the device was used for a patient treatment. The system failed to meet its performance specification since unintended movement occurred. The complaint was decided to be reportable due to allegation of an unintended bed movement. No injury was reported.